Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found; full lead; distal conducotr distorted, helix/love distorted/bent; deformation/fracture in 5cm prox section of the inner coil; extension problems.

Event description:
It was reported that the helix could not be turned out any more after 4 repositionings. A new lead was used. This was reported during the implant procedure; the device was not implanted. No patient complications have been reported as a result of this event.